Manufacturer narrative:
On 26-feb-2021, the mentor failure analysis lab received the device for evaluation. Mentor also received the following additional information about the event: - the patient identifier is (B)(6) - the patient dob is (B)(6) 1982 - this report is for the patient¿s right breast prosthesis - after bilateral explantation surgery on (B)(6) 2020, the patient had her removed breast prostheses replaced with mentor memorygel breast implant 295cc gel breast prostheses on (B)(6) 2020. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 225cc gel breast prosthesis and a mentor memorygel breast implant 250cc gel breast prosthesis that both ruptured after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s mentor memorygel breast implant 250cc gel breast prosthesis.